Event description:
A complaint of difficulty charging the ipg with the external equipment was reported. The dr believes the charging difficulty is due to the pt's weight gain. The dr assessed that the pocket is too deep and has recommended a pocket revision.